Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained oversensing was observed on the device. Programming changes were made. Patient was stable before, during and after the procedure. Device remains implanted.